Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads (same lot) implanted as part of his scs system. It was reported the patient experienced pain at the lead site (described by the patient as a burning sensation) when stimulation is turned on. However, when the stimulation is turned off, the pain is not present. X-rays revealed the patient's leads had migrated. As such, the patient underwent surgical intervention on (B)(6) 2017 at which the leads were explanted and replaced. The patient reported effective stimulation therapy following the procedure and the issue is resolved.